Event description:
The tip of the thoracic probe broke off inside the patient. It added approximately 45 minutes to the case. The surgeon had to burr out enough of the sacral bone to expose the tip of the probe, and was able to grab the broken instrument and remove it.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.